Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had a lead revision surgery on (B)(6) 2025. The patient experienced a fall, and their lead had high (open) impedances. The lead was removed intact; it did not appear to be fractured. The facility had thrown away the tined lead and placed a new one. The patient had good responses, the clinical specialist will follow up on (B)(6) 2025. After the formal follow up, the patient is doing well and noting improvement in their symptoms after the revision.

Event description:
It was reported the patient had a lead revision surgery on (B)(6) 2025. The patient experienced a fall, and their lead had high (open) impedances. The lead was removed intact; it did not appear to be fractured. The facility had thrown away the tined lead and placed a new one. The patient had good responses, the clinical specialist will follow up on (B)(6) 2025. After the formal follow up, the patient is doing well and noting improvement in their symptoms after the revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed to update the h6 field.